Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.

Event description:
The remb electric wiredriver was sent for eval due to running on its own without user activation during testing. There was no pt involvement; no adverse event was associated with the device.